Manufacturer narrative:
It was confirmed that the on/off button was flat. The keypad, and case screws were found to be out of mechanical specification. The upper case had a cracked boss. The lower case was broken. The display wires were found to be pinched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) power button was sticking. The epg was returned for service. There was no patient involvement.